Event description:
It was reported that during a spinal fusion surgery, an ardis peek implant cracked while it was being inserted and pieces and fell into the wound. All the broken fragments were removed from the wound with no impact to the patient and minimal delay. The procedure was completed with another ardis implant.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause of this event was operational context as the device performance was limited by procedural/anatomical factors. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.